Event description:
Patient had large esophageal bleed, md had difficulty stopping bleeding in gi procedure. Used hemospray product via gi scope with successful bleeding control. Md attempted to remove scope and found it adhered to patient's esophagus. Md opted to leave scope in overnight to allow patient's secretions to loosen it; scope was removed the following morning without incident. Product rep confirms no misuse of product noted. Product rep and md believe that due to collection of blood and large distal clot that the esophagus formed a "closed system"; when the hemospray was introduced into the system, it resulted in "blowback", where the product settled between scope and esophagus. IFU lists this is as possibility when scope is in retroflexed position, however that was not the case at the time. Rep reported one other similar known instance that occurred in (B)(6); in that situation md also opted to leave scope in overnight for the same purposes. Rep had suggested perhaps adding water to the esophagus to loosen the scope, however md feared this would affect hemostasis and might have caused bleeding to resume.